Event description:
It was reported the lens was explanted 2 weeks after initial implant. Reason stated patient had a refraction problem, no injury to patient.

Manufacturer narrative:
Lens was received is currently being evaluated. Prior to release to market the lens met all manufacturing specifications. The original lens implant of 23.5 diopters was replaced with a 21.0 diopter lens of the same model suggesting this event was not caused by the lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 23.5 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.